Manufacturer narrative:
Concomitant medical products: product ID: 37746 , serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
The consumer reported that on the day prior to the report when she got home from church, the stimulation was hurting and the patient went to check it. There were no falls or traumas reported. The patient turned the stimulation on and said that it was comfortable. Relevant medical history included spinal pain. No causes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that their device did not hurt them. They called because their stimulator had stopped working and it was replaced by medtronic to their delight. The patient stated they enjoy the relief they get. The patient reported that they had their right knee replaced, so they turned the stimulator off as the doctor was concerned about anesthesia. When the patient got home, they forgot to turn it back on for a few days. The patient's sciatica kicked in and they were in terrible pain. They got their stimulation turned on and happily got a good night's sleep. The patient reported that they are thankful to have such relief from pain.